Event description:
N/a.

Manufacturer narrative:
The reported iab lot # 3000310589 but returned iab lot # 3000302507 and the returned iab was evaluated. The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected the optical fiber and inner lumen within the catheter tubing was completely separated within a kink approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The evaluation determined an optical fiber and inner lumen break within a catheter kink causing the reported problems. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: msn, bsn, rn / senior service line partner- heart & vascular / supply chain management. Additional initial reporter: (B)(6), clinical director. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that approximately 18 days after replacing the intra-aortic balloon (iab), the console generated a gas loss in iab circuit alarm, low augmentation alarm, and blood was seen in the line. It was noted that the patient had just came back from cardiac rehab after being on a stationary bike and freshening up in the bathroom. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient was put back in bed and remained hemodynamically stable throughout. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00494.